Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. The customer's blood glucose (bg) level was 535 mg/dl. Bg was addressed via manual insulin injection. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.